Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 2,2 keeps failing and tried reboot but issue still persist. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix half height drawer not registering closed. The field service engineer (fse) replaced, tested, and configured the drawer. Due to half height matrix drawer requirements, drawers 2-1 and 2-2 were found to be configured in the wrong locations. The drawers were reconfigured accordingly. Diagnostics were run, and all tests passed successfully. The system functioned as intended after the field service engineer resolved the issue.